Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer passed away. Cause of death was not provided. Customer's healthcare provider did not have any additional information regarding customer's death. Contact who reported event, declined to provide any further information.